Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any pictures available? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: photo analysis: according to the manufacturing dates, there are four months of difference between both batches of products. Due to the difference in dates, it is not possible that it was mixed during the manufacturing process. During the packaging process, each box and each barcode on the label is scanned into the system to compare the information. According to the results obtained during the investigation, the reported complaint could not be confirmed. Other circumstances or problems may have occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. Note: events reported in 2210968-2021-12142 and 2210968-2021-12141.

Event description:
It was reported on (B)(6) 2021 before use on patient that the suture was found mixed in the packaging. No adverse patient consequences were reported. Additional information was requested.